Event description:
Device 2 of 5. Reference MFR reference #1627487-2013-12959. Reference MFR reference #1627487-2013-12961. Reference MFR reference #1627487-2013-12962. Reference MFR reference #1627487-2013-12963. It was reported the pt has two scs systems implanted. When the pt charges one of the ipgs it becomes very warm. The pt also states one of the chargers is cracked. Two new chargers were sent to the pt. All ipgs and chargers are being reported. F/u revealed the new chargers have resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.